Event description:
It was reported stating that during a breast biopsy, the doctor felt resistance when trying to deploy the tissue marker. He changed markers and completed the case with no consequence to the patient.

Manufacturer narrative:
Date sent: 06/26/2007. Clear tip sheared. Evaluation summary: no conclusion could be reached based on the analysis results as to why the mam3001 applier reportedly would not deploy the collagen plug with the clip during surgery. The analysis results found that the introducer tube tip was received torn and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. The applier was re-fired properly. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.